Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On the first day of support, it was reported that the patient experienced hemolysis. The impella was repositioned and subsequently the hemolysis resolved. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Added code a01 based on information in the complaint file.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- mechanical interaction with blood (hemolysis): the cause of the hemolysis was not determined due to lack of conclusive evidence as the pump was mentioned to be in good position. Device in wrong position: the cause of the positioning issue was not determined due to lack of clinical information. Device history lot - device lot: 1934630. Device history batch- subcomponent lot: n/a. Device history review- the complaint pump s/n (B)(6) passed all post sterile inspection checks.